Manufacturer narrative:
(B)(4).

Event description:
Procedure type: appendectomy. According to the reporter: at the first firing a doctor found it could not fire. There was no unanticipated tissue loss. There was no irreversible tissue damage. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity. There was no unanticipated blood loss of more than 500cc.